Event description:
Doctor had one brief burst of flame from the tip of the plastic guard of the bovie while doing a tonsillectomy. The handpiece was quickly pulled from the patient's mouth without injury to the patient. Another surgeon has had two such episodes, also without injury to patient. All of this has happened in the last couple of months. Doctors reveiwed technique and queried the anesthesiologists but could not find any change in their usual technique. This is the first time the doctors have had a bovie tonsillectomy fire.